Event description:
It was reported that the operating room was placing the spring wire guide (swg) using the normal seldinger technique. At which time, they noticed the swg had started to uncoil so the procedure was stopped and the swg was carefully removed intact. The physician ordered an x-ray to confirm no wire was left in the pt. All was clear so a new kit was opened and the catheter was placed without incident. They do not know if this caused a delay in treatment. There was no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(6) . Follow-up report will be filed if add'l info becomes available.